Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas pro ise analytical unit. The sample initially resulted in a na value of 150 mmol/l. A delta flag was received for the initial value. The sample was repeated on a second analyzer, resulting in a na value of 138.2 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The last calibration performed on (B)(6) 2023 was ok and there were no alarms. Multiple calibrations performed on (B)(6) 2023 were ok and there were no alarms. Calibrations on (B)(6) 2023 intermittently failed. Quality control data from after the event was provided and this data was within range. The sample centrifugation time may have been shorter and the speed may have been faster than recommended by the tube manufacturer. The field service engineer found that the ise waste line was clogged and contaminated. The reference electrode, reference reagent, ise probe, and pinch valve tubing were replaced. Nozzles and the waste line were cleaned. The ise flow path and electrodes were conditioned. Air purges, reagent priming, and sample probe washing were performed. An ise check, calibration, controls, and precision studies were performed. The investigation determined the service actions resolved the issue.